Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery while drilling the device broke in the patient. Surgeon managed to remove the retained piece of metal after a bit of a struggle and then checked it against the flipcutter to see if complete. However, the surgeon was still unsure if there was nothing retained in the patient. A washout of the whole knee was done athroscopically. A series of x-rays was done to see if it will show any metal bits retained in the knee so as to retrieve them if any. Surgeon and assistant went through all the suction bottles to see the piece of metal came out during the wash but could not find any. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.